Manufacturer narrative:
(B)(4). Method: a visual inspection, flow test and pressure testing was performed on the device. A review of the device history record (DHR) and process evaluation was performed for the reported model and lot number. Results: the pump was refilled with 400ml of 0.9% saline. The pinch clamp was opened and the pump infused at all selectable flow rates. Flow accuracy testing was performed with the saf set to 8ml/hr after 37.5 hours of testing, the pump yielded a flow rate of 7.00ml/hr, which is within specifications with a +/- 20% tolerance. The pressure pot was performed on the flow control tubing (selected-a-flow unit) flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr. The average bladder pressure used was 8.50psi. Flow rate 2ml/hr yielded a flow rate of 2.30ml/hr, which is within specification with a +/- 20% tolerance. Flow rate 4ml/hr yielded a flow rate of 2.37 which is 0.83ml/hr below specification. Flow rate 8ml/hr yielded a flow rate of 2.87ml/hr, which is 3.53ml/hr below specification. Flow rate 14ml/hr yielded a flow rate of 11.47ml/hr, which is within specification with a +/- 20% tolerance. The glass orifice was examined under magnification and found crystalized medication. Pressure pot testing was run a second time, but with the filter removed from the tubing. The pressure pot was performed on the flow control tubing (selected-a-flow unit) flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr. The saf unit was detached from the pump and hooked onto a pressure gauge. The average bladder pressure used was 8.50psi. Flow rate 2ml/hr yielded a flow rate of 2.15ml/hr, which is within specification with a +/- 20% tolerance. Flow rate 4ml/hr yielded a flow rate of 4.28 which is which is within specification with a +/- 20% tolerance. Flow rate 8ml/hr yielded a flow rate of 7.86 which is within specification with a +/- 20% tolerance. Flow rate 14ml/hr yielded a flow rate of 13.86ml/hr which is within specification with a +/- 20% tolerance. The investigation summary concludes that a fast flow as reported by the customer was not observed. Flow accuracy testing was performed with the saf set to 8ml/hr and the pump yielded a flow rate of 7.00ml/hr which was within specifications with a +/- 20% tolerance. During pressure pot testing for the flow control tubing (saf unit) without the pump, flow 4ml/hr and 8ml/hr were below specification. Analysis of the filter under a microscope found crystalized medication. Pressure pot testing was performed a second time with the filter removed from the tubing and the 2ml/hr,4ml/hr, 8ml/hr and 14ml/hr rates were all within specification. The review of the DHR indicates that the lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: the reported fast flow condition was not confirmed during the sample evaluation. During use review it was determined based on information from the customer that the "the pump was not used in accordance with the dfu as the pump was placed under blankets while infusing." The technical bulletin advises "instruct patient not to place pump underneath bed covers where it may become too warm." Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
(B)(4). Method: the device was reported to be returning for an evaluation and at this time is pending return. A review of the device history record (DHR) was performed for the reported model and lot number. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. However, the review of the DHR indicates that the lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device return anticipated.

Event description:
Fill volume: 500ml; flow rate: 8ml/hr; procedure: open repair of left abdominal incarcerated hernia ((B)(6) 2015); cathplace: tap nerve block; infusion started (B)(6) 2015 at 2247; infusion ended: (B)(6) 2015 at 1038. It was reported that an infusion ended sooner than expected with the use of a pump. The nurse noticed that the pain pump was empty on (B)(6) 2015 at 1038. No patient injury occurred in connection with the reported incident. The device is available for return.